Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two samples were received at the manufacturing site for evaluation. A complete investigation was performed. One of the samples was received without a cap. There was white tape over the cap end of the sleeve on both syringe samples received. A visual inspection to the quality inspection standard was conducted. Excessive silicone was identified on the outside diameter of the syringe barrel and inside diameter of the sleeve on one of the syringe samples. A definitive root cause could not be determined. There were no defects identified on the other syringe sample. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the syringes are coated with a clear and sticky substance in the packaging and inside the syringe.